Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the pump was damaged. The customer¿s blood glucose level was unknown. The customer reported that they had damage on the battery compartment and reservoir lip ring. It was reported that they had issue or damage to reservoir compartment or lip or ring the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to a backup plan per healthcare professional instruction. The customer was advised the pump will need to be replaced. The customer insulin pump will be returned for analysis.

Manufacturer narrative:
Device received unable to perform the displacement test due to complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.